Manufacturer narrative:
This is an initial report. F/u report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error message on his locked freestyle meter. Despite the fact he did not know what his blood glucose reading was, he took insulin and reports symptoms of dizziness, weakness and loss of consciousness. It is unk what treatment was rendered to ameliorate his symptoms. It is unk if he required third-party medical intervention.